Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an mis matrix spinal procedure, the nurse attempted to remove the short retractor sleeve from the unknown screw because they loaded the incorrect screw size. The nurse had some difficulty removing the sleeve and the inner piece which attached the sleeve to the screw came off. There was no patient consequence. There was no surgical delay. The procedure was successfully completed. There is no further information available. Concomitant device reported: unknown screws: spine (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) tissue retractor-end. This is report 1 of 1 for (B)(4).